Event description:
It was reported that the procedure was to treat two lesions in a sequential graft on riva and posterolateral and circumflex. The same guide wire was used to treat both lesions. As the second lesion was being stented, the sds balloon ruptured and when retracting the sds, there was strong resistance with the guide wire. The decision was made to take the guide wire and the sds out as one unit; however, the polymer layer was already separated when all parts of guide wire and sds were withdrawn and taken out of the patient. There were no residual parts of any product left in the artery. No additional information was available. This is being reported based on the returned product evaluation that revealed a core separation on the guide wire.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the guide wire was returned with blood on the coils. The core was separated at the distal end of the hypotube. There was a small piece of core extending out the distal end of the hypotube. The hypotube was slightly bent 1 mm proximal to the distal end. The separated portion of guide wire was inside another company's catheter, with 3.2 cm of the tip extending out the tip of the catheter. The tip of the guide wire was in a hook shape. The proximal end of the separated portion of the guide wire was extending out of the shaft of the catheter, 7.3 cm distal to the guide wire exit notch. The catheter was torn starting at the guide wire exit notch to the point where the guide wire extended out of the shaft due to the guide wire being pulled through the shaft. The proximal end of the separated portion of guide wire was in a corkscrew shape for a length of approximately 7 cm, and the coating was torn in four locations within the corkscrew shape. There was thick blood in the catheters balloon, inflation lumen, and the guide wire lumen. The proximal end of the guide wire passed through a hole gauge, which met manufacturing criteria. An attempt was made to remove the guide wire from the catheter, but it could not be removed. The tip coils were stretched during the attempt to remove the guide wire. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Quality engineering reviewed the incident information and the analysis of the returned devices. Results of the sem analysis indicate that the guide wire core, adjacent to the hypotube, was subjected to excessive ductile overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to fail due to ductile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case, it appears that the guide wire was trapped in the catheter. The forces applied in the attempt to remove the guide exceeded the strength of the core of the guide wire, which appeared to have been bent and then fractured. The reason for the guide wire entrapment is not completely understood because the catheter and the guide wire could not be separated without further damaging both devices. The analysis showed that the guide wire had torn through the catheter wire lumen. Then the catheter appears to have been torqued with the guide wire in this position, which caused the guide wire to wrap around the catheter forming this corkscrew shape to the guide wire. The original cause for interaction between the guide wire and the catheter could not be determined from the analysis, although the cause may be related to the torn catheter guide wire lumen. A manufacturing related quality issue with the guide wire not was found in the analysis. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the quality assurance department.